Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code & health effect ¿ impact codes). Additional information: poc (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working. Patient involvement is unknown however no harm or injury reported. A getinge field service engineer (fse) verified bottom lcd touchscreen is not working as described by customer. Fse replaced the touchscreen assembly to correct the issue. Calibrated touchscreen successfully in the service menu. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0160-00-0123 rev. D, serial number (B)(6) with a reported unit failure of the touchscreen not working. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed that the bottom portion of the screen would not respond to touch. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working. There was no harm to patient.

Manufacturer narrative:
Updated fields: b4,b5,d9,g3,g6,h2,h3,h4,h6(health effect-clinical and impact code,type of investigation, investigation findings, component codes,investigation conclusions), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working. Patient involvement is unknown however no harm or injury reported. A getinge field service engineer (fse) verified bottom lcd touchscreen is not working as described by customer. Fse replaced the touchscreen (d160-00-0123) assembly to correct the issue. Calibrated touchscreen successfully in the service menu. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.